Event description:
It was reported that the patient had always complained of discomfort due to the pacemaker. After years of complaining, it was decided to remove the entire system. On the day of explant, fluoroscopy was done and the right ventricular (rv) lead was seen to be completely severed. The proximal end of the lead was extracted but the distal end of the lead could not be retrieved and remains implanted. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found. There was no issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 3830-69 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).